Event description:
On (B)(6) 2023, surgeon removed 3 lymph nodes left axilla and placed biozorb device in left axilla. Experienced constant pain in that area not knowing, if was tumor or the device. Due to awaiting 2nd opinions regarding biozorb device and having it removed, lost window of opportunity for radiation. (B)(6) 2024 noticed discoloration of left breast and around (B)(6) 2024 noticed hardening of left breast, and noticeable size increase in left breast and change in skin texture. Multiple tests: cat (computed axial tomography) scan, pet (positron emission tomography) scan, mammogram, breast MRI (magnetic resonance imaging), biopsy and 2nd opinions. (B)(6) 2024, had surgery by a different surgeon to have it removed. Pray that my health of the left axilla and breast are restored after the pain, stress through the entire time. The tests results are numerous: lab, radiology, pathology, 2nd opinion referrals and surgery to remove the device before there may be further damage. Please keep this from happening to others like me for it is difficult enough to bear being diagnosed with cancer and going through, chemo and surgery. Due this device and having to decide what to do, I missed my window of radiation and was unable to undergo that therapy.